Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. In 2009, the patient underwent a non target vessel pci treating the 95% stenosed lesion in the mid left anterior descending (lad) artery. Treatment consisted of angioplasty with an unspecified balloon and the placement of a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day. Five months later, angiography revealed an 85% restenosis in the mid lad. Five days later, the patient underwent a CABG x3 procedure resulting in a svg to the lad, svg to the 1st obtuse marginal branch and a svg to the right posterior descending artery. The patient was discharged five days later in "good condition".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.